Manufacturer narrative:
The evaluation of the customers issue included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no trend for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot(14350be00) and customers issue. The overall performance of architect hiv ag/ab combo reagents in the field was reviewed determined that the performance is acceptable. Results obtained by the customer were investigated at a reference lab, whereby heterophilic antibodies were found to be causative for the false reactive result. Based on our investigation, we have determined that there is no general issue with the architect hiv ag/ab combo reagent lot(14350be00) identified. Based on all available information no product deficiency was identified. This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 2p36.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false reactive architect (B)(6) combo assay result for a (B)(6) year old male pre-oral surgery patient. The customer provided: on (B)(6) 2020 pts initial = 1.6 s/co, repeat 1.7, 1.8 s/co (reference range: < 1.0 s/co = nonreactive; => 1.0 s/co = reactive). Customer has outsourced (B)(6) western blot and (B)(6) pcr test for this sample as they suspect a false reactive result. There was no impact to patient management reported.